Manufacturer narrative:
The lead has been received for analysis. This lead's allegation was not confirmed. This lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. This lead was explanted. There were no additional adverse patient effects reported.